Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a left-transfemoral tavr procedure, the 16fr dilator and the 14fr esheath+ were inserted at a steep angle without issue. The delivery system and valve were prepared per IFU. The loader was able to be fully inserted into the sheath. The interventional cardiologist had a difficult time advancing the commander delivery system and 26mm sapien 3 ultra resilia valve through the sheath, near the sheath hub. The sheath was pulled back while pushing the valve at the same time, which appeared to help. The valve continued to advance just above the femoral head and became stuck again. The side port of the sheath was injected with a lubricant, which helped to overcome the resistance. The valve then made it through the sheath. No bent valve struts were observed. The valve was deployed successfully with no paravalvular leak. The delivery system was removed without issue. The sheath was removed and access was closed. The left leg was injected with contrast to review the vessels. A dissection was noted at the femoral head on the left side. They proceeded to wire, balloon, and stent the vessel. Post angiogram noted good flow in the vessel and the case was completed. It was believed that the injury occurred at the time of insertion of the valve. The interventional cardiologist and field clinical specialist reviewed the sheath and found no damage. Perceived root cause of the event was reported as a combination of small vessels and the age of the patient. Device image was reviewed and the following was observed: introducer fully inserted and locked. Liner fully expanded as designed.